Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, and corroded battery tube. ¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, debris under window cover, cracked case battery tube, cracked case corner of belt clip rails, cracked battery tube threads, and pillowing keypad overlay. Blank display was confirmed during analysis due to moisture damage on the pcba 1, pcba 2, harness assembly vibrator, and corroded battery tube. Could not confirm customer complaint of open book error 35 due to blank display and unable to download. Confirmed customer complaint of cosmetic and moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a broken force sensor was detected during seating or regular delivery (pump error 35) alarm, a critical pump error (open book image), the pump was exposed to water, and a crack was presented. The customer was unable to clear the alarm and the customer was unable to complete the pump rewind. No harm requiring medical intervention was reported. Troubleshooting was performed and found the issue was not resolved. The customer will discontinue to use of the device and the pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.